Event description:
A journal article (urology (united states) 6/2001, 63 (6) p1184-4, issn 1527-9995) journal code 0366151) describes the following tvt event: a pt with stress urinary incontinence and uterine prolapse underwent vaginal hysterectomy followed by tension-free vaginal tape (tvt) placement. Postoperatively, they presented with low-grade fever and abdominal distension. Abdominal computed tomography revealed bowel distension and abrupt cuttoff of the distended small bowel and normal bowel caliber. Transperitoneal laparotomy demonstrated perforation of the mesentery by the tvt without other injury. The tape was cut in its intraperitoneal portion. The pt resumed normal bowel function and, at last follow-up, remained continent."